Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of loop break.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in a procedure performed on (B)(6) 2026. During the procedure, the physician tried to deploy the loop, but it was unable to extend, additionally the loop got broken. The procedure was completed, but there was no information regarding which device was used to finish it. There were no patient complications reported as a result of this event.